Manufacturer narrative:
Final analysis found the pulse generator in backup vvi mode. The product code was successfully downloaded and normal device function ensued. The backup vvi mode did not recur. Consequently, the cause of the backup vvi could not be determined.

Event description:
It was reported that the pulse generator exhibited backup mode right after implant. As it was not possible to program another mode, the device was replaced.